Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Pressure sensor- check IV retro: case #00983126 - npi 8100 check IV set alarms bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Jesse had a "check IV set" alarm on lvp8100 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I step through analog sensor test with jesse and advised him to replace upper pressure sensor. Jesse will replace upper pressure sensor. Ref:_00d30y0yr._5000l1qkfzu:ref.